Event description:
It was reported that there were stored atrial tachy response (atr) episodes on the pacemaker due to oversensing of noise on the right atrial (ra) lead channel. Technical services (ts) analyzed device episode data and confirmed oversensing. There was no pacing inhibition. Ts suggested reprogramming as troubleshooting. This ra lead was not manufactured by (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).